Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings: the pump was unresponsive with both returned the battery cap and a test battery cap. No audible tone, no vibration alert and a blank display was found upon battery insertion. The battery cap was unable to fully tighten due to damaged threads. There were battery compartment cracks observed in the thread area and below the grip pad. The pump's "idle" current draw was not within specifications. There was evidence of moisture contamination inside the pump.